Event description:
We have had 3 recent and similar instances, all boston scientific pacemakers utilizing competitor leads. Device notes rv lead impedance >3000 ohms with intermittent loss of rv capture. This is intermittent and not reproductible. In all three cases, the rv capture threshold testing reveals appropriate measurements. However, close monitoring eventually reveals rv pacing without capture at the same output that previously captured. All three patients require a generator change and lead revision. FDA safety report ID# (B)(4).